Manufacturer narrative:
Initial reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the motor device cable/cord/wiring was damaged, the device had liquid damage (motor and controller faulty, broken coupling (drive shaft), one front pin was loose and the hose was worn. The device was noted to have failed the following pre-test: loctite and cable, motor thermistor, temperature and noise. It was reported in the service order that the device was heating up during a procedure. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.